Manufacturer narrative:
Regarding this event, olympus medical systems corp. (Omsc) submitted the initial MDR (# 8010047 - 2017 - 01434), but omsc could not confirm the FDA received it. Then, omsc submitted this MDR on another system. After that, omsc confirmed the acknowledgement that the FDA received the MDR(# 8010047 - 2017 - 01434) submitted first. Therefore, omsc retracted this MDR.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to a distributor of olympus. The distributor found that there was a hole on the rubber of the bending section. After the hole was sealed, the subject device was reprocessed using an etd-3 at the distributor. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing conducted by the user facility, the subject device tested positive for unspecified microorganism. There was no report of infection associated with this report.